Event description:
A surgical coordinator reported that after a glaucoma filtration device implantation, that the device was not functioning as expected. The glaucoma filtration device was explanted. Add'l info was requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Because a sample was not returned, the root cause cannot be determined. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. No other complaints reported in the lot. Add'l info was requested. (B)(4).